Event description:
It was reported that patient underwent shoulder procedure utilizing a suture passer on (B)(6) 2012. During the procedure, part of the instrument fractured and had to be retrieved from inside the patient. No foreign bodies were retained by the patient.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to fatigue.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported".